Event description:
It was reported that an avs aria implant broke.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review results: visual inspection: not applicable - product not available for inspection. Functional inspection: not applicable. Device history review: not applicable. The product is not available and the lot number was not reported. Conclusion: the avs aria cage breakage was confirmed based on the reported account from the sales representative. The sales rep reported implant breakage near the threaded interface between the inserter and the implant upon impaction of the implant (during surgery). The breakage did not cause any surgical delay and no adverse consequences were reported. After preparation of the endplates, trials were used to determine the appropriate size of the implant. There is no indication of oversizing the disk space. The custom inserter was used to insert the implant into the disk space. The implant was reported to be properly aligned during insertion. A device history review of the manufacturing records was not possible because the lot number is unknown (the device remains implanted). Based on the extensive history of this product failure, the location of the breakage, and the circumstances of use during which the breakage occurred, the most likely mechanistic explanation for the breakage is the application of excessive impaction force and/or cross-threading of the inserter within the implant. The surgical technique details proper implant/inserter assembly and impaction technique during insertion in an attempt to prevent inadvertent implant breakage during insertion.